Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2013 and suture was used on the vaginal vault, interrupted and tied extracorporeally. The vault dehisced and the patient required a re-operation. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2013 and suture was used. After the first episode of intercourse on (B)(6) 2013 she experienced pain and copious serosanginous discharge from the vagina . She returned to the ER at that time and was diagnosed with dehiscence of the vaginal cuff. A repair of vaginal cuff dehiscence was done on (B)(6) 2013. Patient is now healed and the vaginal cuff normal. However, she reports persistent dyspareunia. Concurrent procedures were a l/s bilateral salpingectomy and diagnosed cystoscopy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.